Event description:
As reported, on (B)(6) 2020 patient was implanted with two galaflex devices (device#1, device #2) (gel foam used with lotus). On (B)(6) 2020 patient was diagnosed with right breast infection (ae1). Erythema noted initially and prescribed keflex by general surgeon without improvement. On (B)(6) 2020 incision, 50-70cc thick fluid drained, drain placed, and positive culture/sensitivity, continued antibiotics. Infection resolved (B)(6) 2020. On (B)(6) 2021 patient was diagnosed with right breast small weeping sinus (ae2). No fluid collection performed, however three punctuate "pinhole" openings in skin between nipple and site of cancer. On (B)(6) 2021 explant performed of right lotus with specimen negative for pathology. As reported, the treating surgeon identified the conditions of the infection and small weeping sinus as not caused by the use of the p4hb implants used to treat the patient.

Manufacturer narrative:
As reported, post implant of galaflex mesh, the patient was diagnosed with right breast infection, small weeping sinus with mesh explant. The surgeon did not identify any causal relationship between the post-op complication and the use of the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Infection is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." This MDR represent the galaflex (device #2) of lot #200278. An additional MDR has been submitted to represent the galaflex (device #1) of lot#190528. Not returned - explanted.